Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient in the intensive care unit (ICU) had an intra-aortic balloon pump (iabp) and the pump screen went totally black and stopped pumping. The nurse powered the pump off and back on, the screen initially had a bright white stripe across the top and two small yellow lines across the bottom. It did come back on and they were able to support the patient until they got another machine to switch it out. The patient's pressure dropped, but they were able to start back pumping quickly enough and the patient did ok and did not require additional measures. The pump was swapped. Patient condition reported as critical but meeting goals of therapy at time of call. There was no report of patient death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "pump display went blank and stopped pumping" cannot be confirmed. The root cause of the reported complaint is undetermined. If the additional information or part is received at a later date, a full investigation will be completed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that a patient in the intensive care unit (ICU) had an intra-aortic balloon pump (iabp) and the pump screen went totally black and stopped pumping. The nurse powered the pump off and back on, the screen initially had a bright white stripe across the top and two small yellow lines across the bottom. It did come back on and they were able to support the patient until they got another machine to switch it out. The patient's pressure dropped, but they were able to start back pumping quickly enough and the patient did ok and did not require additional measures. The pump was swapped. Patient condition reported as critical but meeting goals of therapy at time of call. There was no report of patient death.